Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found the device with the inserter broken off the shaft. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder scope with rotator cuff repair, in which the insertion site was prepared with an arthrex 5.5 punch tab; the distal end of the metal inserter on the healicoil anchor broken whilst being implanted. When the physician inserted the healicoil anchor and began rotating it into de prepared pilot hole, he was able to insert 3/4 of the anchor until the shaft of metal inserter broke at the near distal end; however we was still able to deploy the anchor and remove the broken end of the shaft out of the joint with a hemostat; leaving the deployed anchor sitting a few millimeters proud. The pieces of the anchor that were sitting above the cortical surface of the bone were removed by the physician, and the anchor´s strength was tested, with it resulted being secured in the pilot hole. Finally the physician was able to use the suture limbs of the healicoil to finish the repair. Surgery was successfully completed after a non-significant delay with the same device as previously explained. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).